Manufacturer narrative:
The device has been returned and evaluated by product analysis on 10/01/2016 with the following findings: during investigation, the pump powered on to a dim red display. The original complaint of a cloudy display was unable to be duplicated. No visible moisture damage was found. Unrelated to the original complaint, a leak test was performed and failed due to a leak in the battery compartment crack, and a leak in the cartridge compartment crack. The battery compartment was cracked at the threads on the side and below the grip pad. The cartridge compartment was cracked at the threads on the side, and was missing a fragment around the threads contour. The battery and cartridge compartment caps were able to fit. The pump cover was removed to find moisture corrosion on the printed circuit board, on the display screen connector, and on the eeprom. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that the display screen was cloudy with moisture behind the display. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.